Manufacturer narrative:
B5: upon follow up it was reported the cause of peritonitis was due to a skin bacterium. It was further reported that the patient presented to the emergency room and was subsequently hospitalized for the event. At the time of this report, the patient is "better" now and the bags are clear for the last two weeks. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred on an unreported date in january 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. The patient was treated with unspecified antibiotics for the event. No additional information is available.